Manufacturer narrative:
Tw # (B)(4). Updated sections: b4, b5, g3, g6, h2, h6, h11. The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.

Event description:
The hospital reported that after the case, the 7mm extended length endoscope was sent to their clinical engineering department with complaints of the scope being "very blurry". The endoscope was assessed by clinical engineering and very limited foggy spots were found that could be causing the end users to have trouble using the scope. The tip endoscope was cleaned but with no success. The procedure was completed using the same endoscope. No injuries occurred due to this defect and there were no surgical delays.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that after the case, the 7mm extended length endoscope was sent to their clinical engineering department with complaints of the scope being "very blurry". The endoscope was assessed by clinical engineering and very limited foggy spots were found that could be causing the end users to have trouble using the scope. The tip endoscope was cleaned but with no success. No injuries occurred due to this defect and there were no surgical delays.